Event description:
The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to 3.5mm to occlude the vessel. The physician inserted a pre-dilitation balloon and dilated the vessel. The physician inserted the stent delivery catheter and before placing the stent the occlusion balloon deflated. The physician continued the case without protection. The patient is reported to be fine.